Event description:
It was stated before use that the tubing had black particulate in the device, looked dirty and that the tubing leaked. No patient complications were reported

Manufacturer narrative:
Examination of the pressure monitoring kit in the product evaluation lab revealed that the kit appeared to be unused. The pressure tubing was snapped off from the bond joint with the z-site/sample site. The tubing was bent near the damaged site.